Manufacturer narrative:
Disposed of by user facility.

Event description:
It was reported that after a procedure upon removal of the interpulse batteries, smoke was observed. There were no patient or user injuries, and no adverse consequences.